Manufacturer narrative:
E1: initial reporter number - (B)(6).

Event description:
It was reported that stent fracture occurred. The stenosed target lesion was located in the carotid artery. A carotid wallstent was selected for use. During the procedure, the stent could not be deployed and stent was fractured. The procedure was then completed using with another of the same device and there were no patient complications as a result of this event.